Event description:
Boston scientific received information that this device system encountered a lead safety switch, likely a result of a non-device related procedure. Approximately five months later, the device was reprogrammed to bipolar and loss of capture was observed at maximum output with an atrial impedance measurement greater than 2,500 ohms. The device was programmed to unipolar. Technical services discussed testing recommendations. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.